Event description:
This 80 yr old female was placed on a balloon pump approx 12 hrs post cabgx3. Insertion was uneventful. She was supported with a pump. Approx 19.5 hrs post insertion nurse noted blood in the catheter. Pump was stopped and tubing was clamped and surgeon was called, iab was removed.